Manufacturer narrative:
Investigation included user education and basic troubleshooting guidance. Investigation of this case revealed that the issue resolved spontaneously and the responsible device could not be identified. It was concluded that no device malfunction was confirmed and the system functioned as expected after recovery.

Event description:
It was reported that a user experienced a temporary pairing failure between the dexcom g7 sensor and the ilet system, after which the sensor began working without intervention, and blood glucose remained stable; the user also received education that meal announcements are required for breakfast, lunch, and dinner, while snacks do not require announcing. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or impact on glycemic control.